Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the 1st diagonal branch (d1), the maverick2 monorail balloon ruptured at 12atms on the third inflation. The first and second inflations were performed at 6atms and 10atms, respectively. A quantum maverick 2.5 x 15mm balloon was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.